Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implantable cardioverter defibrillator (ICD) was implanted, there was high out of range impedance in the pacing and high voltage coils. The patient was brought back in for a revision where a tug test revealed that the device set screw was not tightened and the lead pulled out of the device header. The lead was reinserted and the setscrew was tightened. A final tug test was performed and the physician deemed it acceptable. The device was tested and all measurements were within normal limits. The device remains in use. No patient complications have been reported as a result of this event.